Event description:
Reporter performed back-to-back blood glucose tests, five minutes apart, using different finger sticks, with results of 200 and 118 mg/dl. Reporter confirmed confirmation dot with color chart on blood glucose result of 200 mg/dl. Reporter's current control solution was expired. Reporter was not experiencing any symptoms.